Event description:
Upon introducing the 041 separator into the 041 reperfusion catheter resistance was encountered at the mid portion of the catheter. The resistance was also great that the separator would not pass at all. A second 041 separator was introduced and the same problem was encountered. The 041 reperfusion catheter was then removed and a new one introduced. The procedure went well after that with no patient adverse event. Both separators and reperfusion catheter will be returned for evaluation. After removing the original 041 reperfusion catheter, no kinks were observed on the outer portion.

Manufacturer narrative:
Technical evaluation: the catheter had multiple kinks along the length and the distal tip was flattened. The separators had deformed tips. The cause of the failures is most likely that during use, the catheter became kinked and these kinks prevented the separators from passing through the catheter. The DHR of this manufacturing lot has been reviewed and is attached. This MDR is being filed as part of the remediation action taken in response to the 483 issued to penumbra on (B)(4) 2009.